Event description:
A medical professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and refractive surprise. Reportedly, "higher than expected vault and residual hyperopia". In a separate surgery the lens was exchanged with a different model/ power, shorter length and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - investigation type code: 4110 - lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. (B)(4).